Manufacturer narrative:
Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. One (1) unit was received without its original packaging, in used condition, and decontaminated. The sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. The returned sample was missing the bag spikes and drip chamber assembly. No obstructions, damaged, broken, or other defects were detected in none of the joins of the product. Due to the missing components the sample was not able to be tested and the reported failure mode cannot be confirmed. No root cause can be determined since the complaint was not confirmed. A device history record (DHR) review showed no reported discrepancies during manufacturing of the reported lot number. No actions taken since the complaint was not confirmed.

Manufacturer narrative:
A product sample was received and is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, leakage of blood from the tube was observed. No patient injury reported. No additional information is available for this complaint.